Event description:
Additional information received identified the patient's infection has resolved.

Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had an infection at the ipg site. Consequently, the patient's physician relocated the ipg to the abdomen.